Manufacturer narrative:
Device was used for treatment. Investigation coordinated by synthes (B)(4). Visual inspections noted the tip is damaged and pieces are broken off. The welded shaft is broken off. Due to the damages, this instrument has been used often. We suppose too much mechanical force, possible blunt cutting edge from previous use lead to the mentioned damages to this cutter. The damage on the shaft indicates that high force is a slanting position resulted in the breakage of the weld. The instrument was analyzed for conformance to print specification and the device history record was reviewed; no abnormal findings were identified.

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. A review of the device history records has been requested. Note: blank fields on this form indicate information that is unknown, unavailable or unchanged.

Event description:
A device report from synthes (B)(4) indicated a hospital in (B)(6) reported: during an osteosynthesis right femur fracture procedure, the device broke. The surgeon introduced the device in the proximal part of the femur following the procedure and the device broke. The broken fragment was recovered. The surgical time was increased. Additional medical treatment was not required.